Manufacturer narrative:
Received one new list #14001-31, primary plum set for inspection. The outer package was observed to be torn in two locations. One tear was along the perforated edges. One tear was near the edge of the bag and was round and rigid. No other damage and anomalies were noted. The reported complaint of an opening at the perforation of packaging can be confirmed. The probable cause is unknown. The probable cause of the round and rigid tear is unknown. When and how these tears occurred cannot be determined. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
E1: additional phone number: (B)(6). The device has been received for evaluation. The investigation is pending completion.

Event description:
A complaint was received regarding a primary plum set, 15 micron filter in sight chamber, clave secondary port, clave y-site, secure lock, 272 cm, that experienced sterile breach. It was stated one unit of this lot arrived in the box with defects in its primary packaging (open), which affects the sterility of the product and, therefore, it cannot be used. The product is available for investigation, and the customer provided two pictures showing perforation on packaging. The reporter informed gcm that there was no harm to patient since the event did not occur during patient use.